Manufacturer narrative:
This report is submitted on march 24, 2022.

Event description:
Per the clinic, open circuits were noted on all electrodes of the device. Additional information has been requested but it has not been made available as of the date of this report.